Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00232 and 00233) submitted for devices related to the same event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced pericardial tamponade requiring re-operation for exploration and drainage. At last report, the patient remained hospitalized in the ICU. The devices were not returned to the manufacturer for analysis as they remain implanted. Pericardial tamponade are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00232 and 3007042319-2014-00233) submitted for devices related to the same event.

Event description:
Approximately six days post bivad implantation, the patient's post-operative course was complicated by respiratory distress requiring the patient to be re-intubated, extubated and re-intubated on two more occasions over the following two weeks due to continued respiratory complications. During this time, the patient's treatment regimen included bumex and a heparin infusion. An echocardiogram performed confirmed cardiac tamponade as a result of pericardial fluid collection and the patient was subsequently taken to the operating room for mediastinal exploration and chest tube placement and remained intubated in the intensive care unit.